Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient advocate contacted boston scientific technical services (ts) and stated the pacemaker was pacing at a rate of 50 paces per minute, when the programmed lower rate limit is at 70 paces per minute. Ts referred them to the patient's physician. A few days later the patient presented to the clinic and they were unable to interrogate the device. A magnet was placed and no tones were noted. Review of the device data on the remote monitoring system found the device to have entered safety mode. The patient was admitted to the hospital and the pacemaker was explanted for premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer of a transistor within the mixed mode integrated circuit. This anomaly caused a high current drain, which over time resulted in the devic entering safety mode.